Manufacturer narrative:
(B)(4); batch #t5e81z. Investigation summary: the analysis results found that a ecr45g device was returned with no apparent damaged. In addition, the tyvek was returned along with the instrument. Upon visual inspection of the tyvek, no damage was noted to be on it. A manufacturing record evaluation was performed for the finished device, and the manufacturing criteria were met prior to the release of this lot/batch. The event could not be confirmed as no damage was noted on the tyvek. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure, the plastic/blister was broken before a nurse opened it, compromising the sterility of the device. A new device was used to successfully complete the procedure. Surgery was not delayed. There were no patient consequences.